Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted 37.5 months, displayed an elective replacement indicator (eri), with a monitoring voltage of 2.68 volts and charge time of 23.8 seconds. There is a concern that the battery depleted prematurely.

Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted 37.5 months, displayed an elective replacement indicator (eri), with a monitoring voltage of 2.68 volts and charge time of 23.8 seconds. There is a concern that the battery depleted prematurely. New information received indicates that this patient and/or a representative of the patient has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device.

Manufacturer narrative:
Upon receipt at our reliability assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The device was then subjected to, and passed, a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. Next, the observed rate of battery usage was compared to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.